Event description:
The patient developed ventricular fibrillation and expired suddenly. The patient was given external shocks with an external defibrillator. Upon interrogation, an elevated capture threshold and decreased impedance were observed on the lead.

Manufacturer narrative:
The reported field events of high capture threshold and low impedance measurements were not confirmed in the laboratory. Visual and x-ray analysis of the returned tendril lead noted no anomalies other than those resulting from the explant procedure. Electrical testing did not find any indication of conductor fractures or internal shorts, and impedance testing resulted in normal lead impedance measurements.